Event description:
It was reported that the patient went to hospital due to hvli out of range alert. The patient condition was good. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.